Manufacturer narrative:
(B)(4). Service was not requested by the clinic for this issue. Clinical development manager and amo medical monitor discussed the outcomes with the clinic. It was discovered that the site has two doctors that were not certified with the use of the visx system. Certification training is being scheduled for these doctors.

Event description:
The clinic reported that a pt with hyperopia treated fro an I-sbk (sub-bowmans keratomileusis) laser vision correction in both eyes presented at a two month post-operative examination with mild dlk and epi-ingrowths in the left eye (os) and a refraction of - .75 diopter in the right eye (od) and -01.00 diopter in the left eye (os). The pt had an enhancement treatment performed in the od eye at four months following the initial treatment. At the four month post enhancement exam the pt's refraction was +0.50 in the od eye. A central island was observed in the os eye. The pt's post-op bcva and ucva is 20/25/ od and 20/40 os.